Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had an error 80 (non recoverable system error). Mss asked the nurse to turn off the device and then to restart it. Nurse stated that the device was working fine. Mss advised to change the device if alarm reoccurred.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had an error 80 (non recoverable system error). Mss asked the nurse to turn off the device and then to restart it. Nurse stated that the device was working fine. Mss advised to change the device if alarm reoccurred.